Event description:
The customer reported via phone call that the insulin pump alarmed button error and that the buttons were not working. The customer stated that she had to remove the battery. The customer's blood glucose was 348 mg/dl. While troubleshooting, the customer explained that she had the insulin pump on while playing softball the previous night. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.